Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of x-rays by a third party hcp noting fractured tip of the femoral stem with possible evidence of loosening. DHR was not reviewed as the lot number for the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision after an unknown amount of time post implantation due to loosening of the femoral stem .the patient was implanted with competitor product and a new zimmer biomet liner. Attempts have been made and additional information on the reported event is unavailable at this time.